Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for the call was the controller was not working. It would not turn on or get power. Patient plugged it in but nothing happened. It was not doing what it was supposed to do. It did not turn stim off or on. The controller was unresponsive for a couple of days. It started the day before yesterday. Patient thought the controller got wet and was not sure if the battery pack got wet as well. Patient said they tried to dry it out but it has not come back on. On the call the controller powered on and showed no device found. On the call had patient use the recharger. It went to looking for device screen 15 and then went to a clear white screen. The green light was blinking but the screen was white.